Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer reported that the insulin pump had no delivery alarm. Customer reports alarm did not occur during manual prime. The issue resolved by changing infusion set. The insulin pump will not be returned for analysis.